Event description:
Reporter stated that pt obtained a blood glucose result of 297 m/dl, while using the suspect device. Based on this result, pt reportedly delivered insulin (type and amount not provided). An unspecified time later, pt retested blood glucose using the suspect device and obtained a result of 27 mg/dl. Pt reportedly summoned emergency med svc and while awaiting their arrival, pt began sweating and experienced a seizure. Reporter stated that pt's blood glucose measured 25 mg/dl, on paramedic's blood glucose was reportedly tested on the suspect device with a result of 127 mg/dl. Reporter indicated that pt was treated with a shot of glucose, after which blood glucose reportedly measured 220 mg/dl, on paramedics' blood glucose monitor. No additional treatment was received. Pt's current condition: "ok" qc testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.